Manufacturer narrative:
The technician found the brake casters were out of adjustment. He adjusted the casters to repair the bed.

Event description:
Information received indicates the brake is not holding.